Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) therefore, the patient underwent a revision procedure. During the revision procedure the leads were unable to be removed from the header which resulted in the physician cutting the leads. Subsequently, the leads were capped and abandoned. It was reported that the physician damaged the rate/sense portion of the right ventricular (rv) lead prior to cutting it. A new system was successfully placed.